Event description:
A clinician reports that a non-ventilator dependent pt developed a crack in the shaft of his tracheostomy tube near the flange after 2 mos use. The tube was replaced non-emergently by a clinician and there was no pt compromise.